Event description:
Healthcare professional reported a right side rupture and "any creases associated with hole" was observed. Healthcare professional additionally reported "right breast capsular distortion, with inferomedial flattening." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on the anterior side assessed as surgical damage. Crease/folding of implant: creases were observed. Additional observations: no additional observation. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right side rupture and "any creases associated with hole" was observed. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: no reason given and rupture was found during surgery.